Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's display was only partially visible. The customer stated that he was unable to read the time as that portion of the screen was fading. Blood glucose level at the time of the incident was not provided. The customer was advised to discontinue use of the device and was advised that he should purchase a new insulin pump. The device was not replaced or returned for analysis.